Manufacturer narrative:
(B)(4). Additional information: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a noisy homechoice was identified during a review of the machine. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A short simulated therapy was successfully performed. The cause of the condition was determined to be the pump. To correct the condition, the pump was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified failure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.